Manufacturer narrative:
(B)(4).

Event description:
It was reported a follow-up interrogation revealed alerts for atrial noise and ventricular noise reversion. A fluoroscopy review also revealed externalized conductors on the right ventricular lead. Both leads were capped and the right ventricular lead was replaced. No adverse consequences were detected.